Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified low readings on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer was reportedly acting "hysterically" and then subsequently experienced a loss of consciousness and was unable to self-treat. The customer had contact with a non-healthcare professional (wife) who provided sugar and liquid glucose for treatment. Thereafter, emergency services were called due to the customer acting "hysterically" prior to losing consciousness but no additional treatment was provided by the ambulance and police upon arrival. There was no report of death or permanent impairment associated with this event.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified low readings on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer was reportedly acting "hysterically" and then subsequently experienced a loss of consciousness and was unable to self-treat. The customer had contact with a non-healthcare professional (wife) who provided sugar and liquid glucose for treatment. Thereafter, emergency services were called due to the customer acting "hysterically" prior to losing consciousness but no additional treatment was provided by the ambulance and police upon arrival. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Acceptable additional carbon print was observed upon visual inspection of the plug assembly. Visual inspection has been performed on the sensor plug assembly, debris was observed on connector. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all tests during the investigation indicates that the debris that is present is not sufficient and did not impact the sensor¿s ability to generate an accurate glucose reading. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.